Event description:
It was reported that during an infusion set and cartridge change, the user inadvertently selected ¿no¿ to confirming visible insulin drops despite observing drops, which interrupted proper priming; the agent instructed the user to return to the ¿seeing drops¿ step and complete canula fill, and the supply change was completed with education provided. There were no reported symptoms. Outcomes included no adverse clinical effects. Investigation included customer service troubleshooting and user education to correct the supply change sequence. Investigation of this case revealed user procedural error during priming and no device malfunction was identified. It was concluded, based on established findings for similar reports, that the cause was user error with resolved use-related issue following instruction.